Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and sleeve head, and there was a tip seal observation.

Event description:
The device was attempted to be implanted but was difficult to implant because of over extension of the helix. Another lead was successfully implanted. No patient complications have been reported as a result of this event.